Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter (B)(4) compared to the doctor's coaguchek xs meter. The customer was tested on the doctor's coaguchek xs meter at 11:10 a.m. With a result of 4.5 inr. This result was believed to be correct and the doctor instructed the customer to hold his coumadin dose for 3 days. The customer tested on his coaguchek xs meter when he got home at 11:51 a.m. And the result using a different finger was 2.6 inr. The customer's therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer is in fair condition and no other treatment was required. The customer is not on any special or unusual diet. He snacks a lot. The meter has not been cleaned recently. The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have lupus or antiphospholipid antibodies. The customer's coumadin dose was dropped after a 2.9 inr result; the customer is not taking any new medications. The customer's ankles are swollen and sore. The customer's diet has not changed and he is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 247896-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer returned meter along with strips were tested in comparison to a retention meter with masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr:2.7 inr; donor 2 inr:2.3 inr. Donor 1 hct: 55%; donor 2 hct: 47%. Testing results: donor #1: master lot with retention meter : 2.7 inr. Customer strip with customer meter : 2.6 inr. Donor #2: master lot with retention meter:2.3 inr. Customer strip with customer meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint case that would point.